Event description:
Ethicon coated vicryl plus - vcp497- 3-0, 18", lot da2178. Suture broke off needle during procedure. Operating room staff examined area for needle and used metal detector, x-ray and c-arm to detect needle. Needle retrieved. Surgery proceeded as planned. No apparent injury. MFR notified. Item returned.